Event description:
"The product broke when used during the surgery and the broken tip was left in the patient. The surgeon scraped out the broken tip and it was completely removed however it took about 90 minutes for it".